Event description:
Pt developed a hole in her port (used for other medications) and was hospitalized overnight as a result. She will be 8 hours late taking her medication because the hospital did not have it on hand.